Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (40 mg/ml at 12.3 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient felt the pump shocking her when it reached end of service (eos) and she began experiencing withdrawal symptoms and was admitted to the hospital. Patient's pump had reached normal eos on (B)(6) 2026. The patient experienced withdrawals and was admitted to the hospital for treatment until the pump could be replaced. Patient was scheduled for surgery the next day for replacement of pump.